Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Pt info: unk. PMA/510(k) number k011028 and k013227.

Event description:
It was reported implant fracture when screwing implant. A new implant was placed to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one tapered screw vent (tsvwb10) was returned for investigation . Visual evaluation of the as returned product identified signs of use and with stuck implant/mount. Reported fracture could not be identified without visual evaluation of internal drive feature. However, no fracture identified on the external threads/outer collar. Functional testing was performed and the mount could not be disengaged from the implant. Pre-existing condition was none. The implant was placed on tooth site 46 (fdi) and the implant removed same day. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Information identified: warnings, precautions and breakage (pages 1 & 2). Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review for the lot (1244261) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review by lot number (1244261) was performed for similar events using keyword does not disengage, fracture implant and no other similar complaint identified. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage, fracture implant) or product (tsvwb10). Therefore, based on the available information, device malfunction (fracture) could not be verified however stuck mount malfunction identified during inspection and the reported event was nonverifiable.